Event description:
Additional information received from the patient indicated that they had gone to the their healthcare provider to get their urine checked. It was noted that they were still taking medication, but were still experiencing the "gushing." The patient mentioned that the next step was botox or having to use a catheter. The patient takes a green tea pill daily, and wondered if it affected their voiding. At the time of report, the patient did not feel stimulation and the therapy off. It was indicated that the patient tried program 2, went to the highest setting, then tried switching to program 1 but could not increase. Patient services explained that they couldn't increase when stimulation was off. The patient was able to turn the stimulation back on. The stimulation was too high, so they decreased the stimulation. This occurred (B)(6) 2016.

Event description:
A patient reported they were having a return of symptoms and were having urine leaks and some fecal incontinence. The patient stated they had eaten asparagus and drank a lot of caffeine and was "gushing" urine and having to wear a diaper. Now they have to wear a pad all the time. When they were trying to change programs to 2, they thought they accidently turned the implantable neurostimulator (ins) off and they were not able to turn it back on. At the time of the report they did not feel stimulation and therapy was not on. They turned the therapy on and the patient was able to feel stimulation in the bicycle region. It was unclear at the time of the report if this resolved their issues. The event occurred on (B)(6) 2016. The patient also reported they fell a couple days ago and does not think they broke anything. It was unclear if the fall was related to the device. The ins is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.